Event description:
Received customer's maude report: vasopressor was infusing, two modules "turned red" and could not be restarted so they were changed out. Pt subsequently had a brief drop in blood pressure. Customer reports that their inspection of the devices "revealed corroded iui connectors". No other info is available, no customer info is provided or available.

Manufacturer narrative:
(B)(4). Unable to confirm customer's report that modules "turned red" and were unable to be restarted. The devices were not returned and the root cause of the customer's experience could not be identified. The maude report does not provide customer contact info; all of the allowable info has been provided and no further info will be made available.